Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited backup operation. Previously, an elective replacement indicator trip was noted. Device replacement was scheduled.